Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's wife, reported an intermittent issue with the customer's adc blood glucose meter, reporting it did not power on with button press or test strip insertion. Customer experienced symptoms described as "cold and sweating" and his wife attempted to test him using the adc meter but was unsuccessful. Paramedics were called and while awaiting their arrival, a reading of 41 mg/dl was obtained on the adc meter. Paramedics arrived and the customer was treated with oral glucose and "pineapple juice or candies". No hcp meter reading was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. This also serves as a correction report. (Pma510k#) was incorrectly documented in the initial MDR 30 day report.

Event description:
Caller, customer's wife, reported an intermittent issue with the customer's adc blood glucose meter, reporting it did not power on with button press or test strip insertion. Customer experienced symptoms described as "cold and sweating" and his wife attempted to test him using the adc meter but was unsuccessful. Paramedics were called and while awaiting their arrival, a reading of 41 mg/dl was obtained on the adc meter. Paramedics arrived and the customer was treated with oral glucose and "pineapple juice or candies". No hcp meter reading was reported. There was no report of death or permanent impairment associated with this event.